Manufacturer narrative:
Results and conclusions summation: prod performance engineering reviewed the incident info. Perforations are listed in the device instruction for use (IFU) as a possible outcome of procedures with the rx voyager. In this incident, there are no indications of any prod quality issues with the device that contributed to the perforation, though without a returned device this could not be confirmed.

Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale; perforation of the vessel requiring surgical intervention. Device issue: none. It was reported that during the procedure while dilating a lesion in the lad with a voyager balloon catheter there was a perforation of the lad. An attempt was made to place a 3.0 x 19 otw graftmaster to cover the perforation. However, the graftmaster could not be advanced and the pt was sent to surgery for bypass of the vessel. Reportedly,the pt's surgery was completed successfully. No add'l event or pt info is available.